Manufacturer narrative:
(B)(6). (B)(4). This product is not approved for sale in us but a similar device with product number (B)(4) and 510k number (B)(4) is approved for sale in us. Results pending completion of evaluation.

Event description:
Details of levels implanted: plif at l4/5 it was reported that the patient underwent plif at l4-l5 levels on (B)(6) 2006. After three weeks post-op, a set screw got loosened and two months later it backed out. Union was obtained after that. The patient was being hospitalized for cervical disorder and so the surgeon additionally performed revision surgery to remove the set screw on (B)(6) 2015. There were no patient complications. Additionally, it was reported that the patient was examined with x-ray three weeks after the surgery and it was confirmed that a set screw was a bit away from the screw head. The set screw dislodged on (B)(6) 2006, but the patient was just observed as he was asymptomatic.

Manufacturer narrative:
Product analysis: visual and microscopic examination identified asymmetrical witness marks and deformation on mas saddle and associated set screw, consistent with angulated seating of the rod during final tightening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.